Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 15 apr 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that after the patient experienced abdominal pain, the doctor prescribed antibiotic therapy. Also reported that "there is a collection under the skin." Per additional information received 07 apr 2020, the reporter ((B)(4), distributor) clarified that the antibiotics were likely prescribed due to stoma related complications. Per additional information received 14 apr 2020, the patient's treatment is ongoing. The patient has been receiving treatment at home. No further information was provided.